Event description:
It was reported that the patient's implantable pacemaker produced an error message that only wand telemetry was available. It was found that the device may have exhibited premature battery depletion. The device was explanted and replaced. The patient was recovering.

Manufacturer narrative:
The reported events of premature discharge of battery, and failure to interrogate were not confirmed. Final analysis found the device was received from the field with battery voltage at elective replacement level with no indication of premature depletion detected. No anomalies were found.